Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
As reported a ezc21a cannula the had at the connection of small cracks causing a sealing problem. The cannula was given to the pharmacist. No repercussions for the patient. Evaluation: visual inspection found that the barbed tubing connector appeared damaged at the end of the connector. There was no sign of leaking at the connector. Complaint that damaged connector created sealing issues could not be confirmed. Damage on the end of the connector was confirmed and was most likely not present when distributed by edwards. The occurrence rate does not create a negative trend and review of complaint history did not reveal that any trigger limits have been reached for this failure mode. There will be no pra or CAPA initiated at this time. Manufacturing records were reviewed and there were no related ncr's found. The instructions for use, training and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.

Event description:
As reported that the ez glide cannula, model ezc21a had at the connection of small cracks causing a sealing problem. No repercussions for the patient were reported